Event description:
During an open hysterectomy, the surgeon had difficulty sealing a vessel. The surgeon used sutures to effect a seal. No pt injury was reported.

Manufacturer narrative:
Product complaint could not be confirmed. Device was activated to the correct generator default settings and coagulated to the MFR's specifications with no problems noted.